Manufacturer narrative:
The manufacturing records for the onxaap-19 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. An onxaap-19 sn (B)(6) was implanted in a 34-year-old male patient in the aortic position on (B)(6) 2016 which was explanted and replaced with a same-sized valved conduit on (B)(6) 2019 (3 years 84 days post-implant). That is all we know. The valve was not returned to the manufacturer for inspection. We do not have any other clinical information and therefore have no way to know what, if anything, the valve had to do with the decision to explant. Reoperation and explantation are listed in the instructions for use (IFU) as possible responses to complications, but in this case we don¿t know what the complication was. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Onxaap-19 sn (B)(6) was implanted in patient on (B)(6) 2016 and explanted on (B)(6) 2019.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Sn (B)(4) a 19 onxaap was implanted in patient on (B)(6) 2016 by dr. (B)(6) at (B)(6). Sn (B)(4) was implanted in same patient by dr. (B)(6) on (B)(6)2019 at (B)(6). This investigation is relegated to onxaap 19 serial number: (B)(4).